Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported during laser assisted cataract surgery the pupil constricted to four millimeters prior to the incision. A radial anterior capsule tear was noted after cortical removal. A replacement lens was placed in the ciliary sulcus and there was no vitreous loss. The surgeon believes the laser weakens the capsule foundation more so than traditional means and has higher rate of pupil constriction.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).